Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 507:320. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.7 colleague infusion pump with a user interface module software version of 7.01.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the condition of a colleague infusion pump with failure code 507:320 was not confirmed during product evaluation. However, baxter personnel did discover and confirm failure code 507:320:666:0000 in the pump's event history. This condition was caused by a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of failure code 507:320 could not be determined and was left as unidentified. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.